Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported there are round brown spots on the charging contacts of the inform ii meter that look burnt. No adverse event reported. A request was made for the return of the device, replacement sent.